Event description:
According to the reporter, intra-operatively, the device did not deploy or not come out and stuck inside the cartridge. Opened another reload to complete the procedure. No patient injury has been noted.